Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 10/19/2017. Corrected h4 manufacture date: 12/18/2017. On (B)(6)2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated that according to bme on the (B)(6) 2024 the lighthead fell during the cleaning. After inspection it was found that light head was disconnected from spring arm. The reason the issue appeared was missing safety ring screw, which caused the sleeve to move upward, leading the safe segmt to dislodge when cleaning and resulted in light head fall. No patient was involved and no one was harmed, however, we decided to report the issue in abundance of caution as headlight detachment from light and fall may cause serious injury. Based on an information gathered, defective part (safe.segmt w/pin df pwd/pwdii/vst+/sat - ard367832555) was replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during cleaning. A root cause analysis was performed by the subject matter expert at the manufacturing site. Loose spring arm safety sleeve is due to the loosening of the safety screw because of an incorrect initial tightening or a lack of inspection during the installation or the maintenance. To prevent the loosening and the absence of the screw, the installation manual describes how to assemble the safety sleeve, the maintenance manual mention to check for any loose covers and the service protocol mentions to check the presence of the spring arm safety sleeve and the presence of the fixing screw. The loosening and the absence of the safety sleeve screw can lead to the translation of the safety sleeve causing the fall of the light head. To prevent the risk of the separation of the light head, maquet dispatched the informative technical notice n.i.t. 210 reminding the importance of the tightening control after installation or maintenance. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 6th june, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated that according to bme on the 5th june 2024 the lighthead fell during the cleaning. After inspection it was found that light head was disconnected from spring arm. The reason the issue appeared was missing safety ring screw, which caused the sleeve to move upward, leading the safe segmt to dislodge when cleaning and resulted in light head fall. No patient was involved and no one was harmed, however, we decided to report the issue in abundance of caution as headlight detachment from light and fall may cause serious injury.